Manufacturer narrative:
No further data was provided for investigation. A specific root cause could not be determined. Based on the information provided, the investigation determined the event was consistent with a pre-analytical handling issue.

Manufacturer narrative:
Na.

Event description:
The initial reporter questioned a low result not corresponding to the clinical picture for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas 8000 e 602 module. The patient was tested 5 times for hcg + b in (B)(6) 2021. On (B)(6) 2021 the result was >400 miu/ml. On (B)(6) 2021 the result was >1000 miu/ml. On (B)(6) 2021 the result was 0.467 miu/ml. On (B)(6) 2021 the result was >10000 miu/ml. On (B)(6) 2021 the result was >20000 miu/ml. The result of 0.467 miu/ml was reported outside of the laboratory and questioned as the patient is pregnant by ivf. The hcg + b reagent lot number and expiration date were not provided.